Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This device was included in the recent mv sensor signal oversensing advisory population.

Event description:
Boston scientific received information that pacemaker exhibited oversensing of noise on the right atrial (ra) channel. Impedance measurements varied significantly from 450-1500 ohms. Many inappropriate mode switches were recorded. Low amplitudes were also noted on the ra channel. Boston scientific technical services (ts) suggested programming the minute ventilation feature to off and considering programming the device to unipolar pacing and bipolar sensing. The patient was seen in clinic and neither impedance shifts nor noise could be recreated with maneuvers. No adverse patient effects were reported. This device remains in service.